Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had intermittent button response due to flattened all the buttons dome switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had compromised force sensor system alarm. Customer states the buttons on the insulin pump were unresponsive. No further information was provided.